Event description:
It was reported that a user experienced difficulty removing a cartridge during a supply change and resolved the issue after rewinding the ilet, with guidance provided by support. No reported adverse effects reported. Outcomes included no impact on blood glucose and no need for medical attention. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed that the device functioned as designed after the rewind procedure and the cartridge was successfully removed. It was concluded that the issue was addressed through standard operating guidance without device malfunction.